Manufacturer narrative:
(B)(4) . Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of air in tubing without an alarm was not confirmed and the cause was not identified. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had air in the tubing. The hp stated there were big air pockets in the patient line. The tsr asked if the air pockets were there when he connected himself and he said yes. The tsr assisted the hp to end therapy. Per the hp there were no types of alarms. There was patient involvement but no injury or medical intervention was reported. Global product surveillance contacted hp's wife on (B)(6) 2011 regarding the reported problem. The wife did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.